Event description:
It was reported that the patient underwent an implant of a intaocular lens (iol), which was removed and replaced in a second procedure due an unexpected myopic outcome. In addition, it was stated that the lens was torn during the procedure. No additional information was obtained.

Manufacturer narrative:
(B)(4). Product investigation revealed that the lens was received torn with debris, fibers, and viscoelastic. Manufacturing record review indicated the diopter measurment records for this particular lens were verified and showed to be within specification. In conclusion, the batch has passed all acceptance criteria for all tests performed and is within all specifications. Prior to release to market the lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.